Manufacturer narrative:
(B)(4). The device has been returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
It was reported that the hakim valve was blocked post implantation and the valve was revised. The initial valve was implanted to the patient via lp-shunt 5 years prior due to communicating hydrocephalus, but initial setting is unknown. A revision surgery was performed for only the valve 3 years ago due to shunt failure and the patient¿s condition became stable. Recently, it was reported that the ventricle became bigger and there was disturbance in gait in recent days. The images showed that the brain quality was also bigger. The pressure setting was successfully changed but there was no effect. Grasp of the valve placing part was appropriate. There was no suspicion of breakage of programmer or valve inversion. Flush was performed. No further information was provided by the hospital. The product will be returned to your site.

Manufacturer narrative:
The valve was returned for evaluation. The position of the cam when valve was received was 120mmh2o. The valve was visually inspected: needle holes in the needle chamber as well as a light mark in the needle chamber were noted. The valve was tested for programming and the valve passed the test. The valve was flushed; no occlusion was noted. The valve was leak tested and only leaked from the needle holes in the needle chamber. The catheters were irrigated, no occlusions noted. The valve was reflux tested; no issues found. The siphon guard was tested and passed. The siphon guard was removed. The valve was then pressure tested and passed testing. A review of manufacturing records found that the device conformed to specification when released to stock. Based on the results of the investigation, the reported issue could not be confirmed. The device functioned as intended. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.